Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited high capture threshold and low p-wave amplitudes. The ra lead was not used and was replaced. The patient's status was unknown.

Manufacturer narrative:
The reported events of inadequate capture and p-wave amp variation were not confirmed. As received, a complete lead with three stylets and an implant tool were returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies.